Event description:
Event description device was explanted because of normal battery depletion. Incident created because cpi reliability assurance testing revealed the device was unable to deliver a stat shock and displayed a warning code.